Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: of high blood sugar. Thinks maybe due to flu. A patient reported they replaced the battery and still meter shows missing segments. Their meter allegedly had missing segments. The result on their meter was: 259 in the morning. The result on the: none. The time difference between patient's meter and no comparison. Treatment was: not treated. No further information has been reported.